Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Bea had error 13-1033-149 on syringe sn (B)(6). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended bea to re-flash poc software.

Manufacturer narrative:
The customer reported problem was confirmed. (B)(6) was performed from (B)(6)2008 to (B)(6)19 and confirmed that this device has been returned for service two times. There is no correlation to the customer reported issue. Also, there were no production failures on the device. Additional comments: null additional comments 2: a review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(6) case subject: 8110 error 13-1033-149 there was no patient involvement account name: (B)(6) account #: 10043950 asset name: 8110 syringe module v9.15.1 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6)contact mobile: patient or user involvement: no patient or user harm: no case description: bea had error 13-1033-149 on syringe sn (B)(6) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I recommended bea to re-flash poc software.

Manufacturer narrative:
The customer reported problem was confirmed. (B)(4) was performed from 03/24/2008 to 09/24/19 and confirmed that this device has been returned for service two times. There is no correlation to the customer reported issue. Also, there were no production failures on the device. Additional comments: null additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: bea had error 13-1033-149 on syringe sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended bea to re-flash poc software.